Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer's mother reported customer stopped taking his medication due to incorrect unit of measurement on their freestyle flash meter. Customer's mother reported customer experienced symptoms of feeling "light headed, dizziness, abdominal pain and vomiting". Customer was taken to the hospital emergency room. The course of treatment at the hospital is unknown. There was no report of death, serious injury or mistreatment associated with this event.